Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin for a meal consumed, and experienced a low blood glucose (bg) level of 23 mg/dl. Reportedly, the customer was given intravenous (IV) dextrose by the paramedics which returned the customer's bg level to target range. Recommendation was made to consult with health care provider regarding diabetes management.